Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors. There has been no allegation that the edwards device caused or contributed to this event and there is no allegation of any device malfunction.

Event description:
It was learned that this valve was explanted due to pulmonary endocarditis. The patient presented with fevers and workup confirmed the diagnosis of endocarditis due to mssa with a vegetation on the valve. The patient was treated with antibiotics; however, her fevers returned again and CT scan of the chest showed non-occlusive emboli to the branches of the right upper lobe and the decision was made to proceed with aortic valve replacement. During explantation, there was a large vegetation on the posterior leaflet of the prosthetic valve. The valve was carefully excised and the remnant scar from the cuff of the valve was also excised to the degree that was physically possible. A bovine pericardial patch was shaped to the defect and the explanted device was replaced with another edwards bioprosthetic valve. The patient tolerated the procedure well and was transferred to the pediatric cardiac ICU in stable condition. Twenty-three days post-op, the patient presented with subsequent endocarditis and underwent a dental procedure for abscess drainage and dental extractions. The patient tolerated the procedure well without any intraoperative complications. The patient was discharged from the hospital approximately three weeks post this procedure. Since being discharged, the patient has been stable with no active cardiac symptoms. No recurrent fever or chills. Tte showed no significant regurgitation or stenosis of her pulmonary valve.

Manufacturer narrative:
Multiple requests for additional information and the product return have been performed. The healthcare provider has not returned the valve or provided any additional details regarding this event. There is currently insufficient information available to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic valve, implanted 10 months, was explanted. The reason for explant was not reported. The explanted device was replaced with another bioprosthetic valve of the same mode and size. Post op patient's status noted in recovery. No other details were provided.